Manufacturer narrative:
D10 concomitant products: sigtrs60amt, tri 2.0 sigtrs60amt 60 med thk 12mm, (lot#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic total gastrectomy, during duodenal resection, it was difficult or impossible to retract the knife blade, and the reload could not remove the jaws from the tissue. To resolve the issue, the jaws were opened using also the manual adapter tool, and the jaws were removed from the tissue.